Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during lead implant procedure, low, out of range, pacing lead impedance was observed on the left ventricular lead. Slightly lead damage was noted after the lead was taken out. The lead was not implanted and was replaced. The patient was recovering.